Event description:
It was reported patient underwent a versanail tibial procedure on (B)(6) 2012. During the procedure, the surgeon attempted to insert the endcap unsuccessfully. Surgeon was instructed how to insert the endcap, and again attempts were unsuccessfully to insert another endcap. Surgeon used a bone-wax to fill instead of the endcap. The surgeon inserted a low profile jig bolt to connect the nail and jig.

Manufacturer narrative:
This follow-up report is being filed to relay device evaluation results and additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. Evaluation of returned device found product functioned as intended. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01365-1 / 01366-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01365 / 01366).